Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. Low vault was observed and the lens was exchanged for a longer lens on (B)(6) 2014. This resolved the problem. Patient last bcva was 20/50.